Event description:
It was reported that during a colectomy procedure, the staples would not hold. There was no problem of section, nor stapling and nor opening/closing of the jaws. But after the activation, the two tips of the colon broke away without opening of the device; the staples would not hold. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.